Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure while clinicians were using a laser, the endoscope moved and contacted the laser, and the users experienced a complete loss of light transmission through the subject device. The procedure was completed with the use of another company's endoscope. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to gather additional info regarding this report. Limited additional info was provided, however, user facility personnel also stated that the device was being used with a non-recommended video processor and light source at the time of the event. The device referenced in this report was returned to olympus for eval. The eval noted the subject device was leaking from the biopsy channel. There were multiple broken light-guide fiber present, and pitting on the control body. It was determined that the reported phenomenon was likely the result of mishandling when the laser was allowed to contact the endoscope. The device has been serviced and returned to the customer. The device instruction manual states, under the intended use statement: this instrument has been designed to be used with an olympus light source, documentation equipment, video monitor, endo-therapy accessories and other ancillary equipment for endoscopic diagnosis and treatment within the ureter and kidney. Do not use this instrument for any purpose other than their intended use. This report is being submitted as a medical device report in an abundance of caution.